Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot # 73l1800549 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during patient use the first few clips failed to close or fire, was fine afterwards. The procedure was completed as the clip applier started to work.

Manufacturer narrative:
(B)(4). The returned sample was a representative sample in its original packaging. The actual sample was not returned. The sample is for tcs (B)(6). It was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the remaining clips with the same result. The representative sample was received with all 15 clips remaining in the channel. No functional defects were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as there was only a representative sample that was returned. Since the actual device was not returned, the complaint could not be confirmed. The reported complaint of "clips wouldn't close" could not be confirmed since the actual sample was not returned. A representative sample was returned , and no functional issues were found with the returned sample. The sample is for tcs (B)(6). A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Since the actual sample was not returned, a root cause could not be determined.

Event description:
It was reported that during patient use the first few clips failed to close or fire, was fine afterwards. The procedure was completed as the clip applier started to work.